Event description:
It was reported that tandem mobi pump experienced recurring cartridge alarms during cartridge loading, and caller noted that a bolus delivery did not complete successfully. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support instructed caller to remove cartridge, attempt a bolus, and then arranged replacement of pump and original cartridge while confirming shipping details, providing storage mode instructions, explaining return procedures and timelines, and advising customer to enter pump settings and reconnect continuous glucose monitor on replacement pump.